Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the needle during use. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a carotid artery repair procedure on (B)(6) 2010. During the procedure, the needle pulled-off the suture. The needle has not been located and retrieved despite performing x-rays and searches done in the operating room. Currently, the pt is being monitored medically.